Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he passed out due to low blood glucose. Paramedics were called and customer was transported to the hospital. Customer blood glucose reading was 15 mg/dl when paramedics arrived. Customer reported that he calculated more insulin because he was going to eat some more and gave himself insulin twice in a 30 minutes period. Customer stated that he passed out and his nephew called the paramedics. Nothing further was reported.